Event description:
It was reported that part of the system "expired." No further information could be obtained.

Manufacturer narrative:
(B)(4). Analysis of the implantable pulse generator (ipg) found no anomalies. The ipg was functioning per specification. All setscrews were tight and impressions were observed on the extension connector pins. Analysis of the extension found breached depressions on the outer insulation. There was a breached depression on the insulation on circuit 1 and 2, and a break in the #2 conductor wire 14.7 cm from the distal end. There was a breached depression on the insulation and a break in the #3 conductor 23.3 cm from the distal end. There was a breached depression on the insulation and a break in the #3 conductor 26.5 cm from the distal end. There was corrosion on the conductor at the first two breached depressions. Circuits #2 and #3 were open. There were no shorts. Analysis of the lead found the #1, #2 and #3 conductor wires were fractured 25.3 cm from the distal end. Circuits #1, #2 and #3 were open. There were no shorts.